Event description:
This (B)(6) female with acs underwent successful stenting of the proximal (2) and mid rca (1) on (B)(6) 2010. The patient came back on (B)(6) 2010 for a planned staged intervention to the lad (1), which was also successful. The cec minutes of (B)(4) were received on (B)(4) and reviewed, adjudication status-final report. The committee agrees with arc peri-procedural- related to device and to the index procedure. This event has been presented to the cec, as the enzymes were greater than three times the unl prior to the start of the procedure, increased slightly after the procedure and started in downward trend after the procedure; this is consistent with the natural progression of an mi already in progress. The committee disagrees with protocol definition for mi and stent thrombosis for the index procedure as well as arc for stent thrombosis, which is consistent with the reported information. The committee also agrees with arc peri-procedural mi on (B)(6) 2010 which is consistent with the definition. A code of mi has been added for the staged procedure stent. The committee disagrees with protocol definition for mi and stent thrombosis for the index procedure as well as arc for stent thrombosis, which is consistent with the reported information.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This is one of four products used during the index and staged procedures in the same patient. Please reference MFR report #s 3003742446-2011-00345, 00346, 00347 and 00348.

Manufacturer narrative:
Information received from the (B)(4) indicated that a patient experienced a peri-procedural myocardial infarction during a stage procedure to implant a coronary artery stent. The patient's medical history is significant for angina, hyperlipidemia and family history of coronary artery disease. The indication for the index procedure was acute coronary syndrome with elevated cardiac enzymes pre and post-procedure, with the enzymes trending down after the procedure. The patient had (B)(6) cypher stents implanted in the mid and proximal right coronary artery (rca) at the index procedure. The lesions were described as de novo, the proximal portion was 80% stenosed and had a 2.5mm x 18mm and a 2.5mm x 8mm cypher stent implanted to cover the entire lesion. Both stents were post-dilated for optimal expansion and the reported residual stenosis was 0%. The mid rca was 100% stenosed and de novo. The lesion was pre-dilated followed by the implant of a 2.75mm x 13mm cypher stent that was post-dilated for optimal expansion and the reported residual stenosis was 0%. There was a total occlusion in the distal rca that was treated with balloon angioplasty only. The balloon is unknown. Approximately two months later the patient had a staged procedure to treat a lesion in the mid left anterior descending artery (lad). The lesion was described as de novo and 90% stenosed. The lesion was pre-dilated followed by the implant of a 2.75mm x 18mm cypher stent at 12 atms. The stent was post-dilated for optimal expansion and the reported residual stenosis was 0%. The cardiac enzymes, as noted in the adjudication minutes, were elevated post-procedure. The event was adjudicated to be a peri-procedural mi. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction following stent implantation is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event.